Manufacturer narrative:
The investigation determined that higher than expected amon results were obtained from a non- vitros biorad level 2 quality control fluid (lot 54160) using a vitros amon reagent tested on a vitros 350 chemistry system. An instrument issue is the most likely assignable cause of the amon imprecision. After decontamination service actions were completed by an ortho field engineer (incubator cleaning and replacement of the incubator evaporation caps), the post- service precision test results were significantly improved indicating the actions have resolved the issue. Therefore, it can be concluded that the atypical qc performance was due to instrument, and therefore, there was no indication of a performance issue with the vitros reagent lot in use.

Event description:
A customer obtained higher than expected vitros amon results from a non-vitros biorad level 2 quality control fluid using a vitros amon reagent tested on a vitros 350 chemistry system. Biorad lot 54160 vitros amon results of 115.10 and 111.0 umol/l versus customer expected baseline mean 89.25 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon patient sample results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).